Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the lifevest was irritating a wound the patient had from a prior surgery. The patient reported that when wearing the lifevest, it kept opening up the wound. Additionally, the patient reported that he had a rash on his torso from the lifevest. The patient's physician instructed the patient to remove the lifevest to allow the wound to heal. During a follow up call, the patient reported that, after removing the lifevest, the rash and wound had completely healed. There is no indication that a device malfunction caused or contributed to the reported skin irritation.